Manufacturer narrative:
Date of event: the exact date of the event is unknown, event occurred mid september 2021. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: ssc-2317-70, serial: (B)(4), batch: 5089219.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure wherein all devices were removed. The patient was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility.